Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during a thr the ref cup positioner/impactor was used and snapped off. Instruments inside the patient. The procedure was completed with a smith-nephew back up device without delay. No patient injury or other complications were reported.

Manufacturer narrative:
The device, used in treatment, was returned for evaluation. A visual inspection confirms the threaded tip broke off the device. This piece was not returned with the device. The device shows sign of significant wear/use. The device was manufactured in 2004. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of the risk management file revealed this failure mode was previously identified. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however we will continue to monitor for future complaints and investigate as necessary.case-2021-00037229-1